Manufacturer narrative:
H.6. Investigation summary one 1ml syringe in an opened blister pack from batch 9086862 (p/n 309659) was received and evaluated. It was observed the stopper was jammed between the barrel wall and the plunger rod. The jammed stopper was rejectable per product specification. Potential root cause for the jammed stopper defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Batch 9086862 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the syringe 1ml ls 200 s/c was deformed. Timing of occurance is not reported. The following information was provided by the initial reporter: verbatim: it was reported that the plunger appeared to me melted inside of the barrel of the syringe. Black stopper don¿t remember date. Probably the date I submitted the concern before patient interaction have sample.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the syringe 1ml ls 200 s/c was deformed. Timing of occurence is not reported. The following information was provided by the initial reporter: verbatim: it was reported that the plunger appeared to me melted inside of the barrel of the syringe. Black stopper: don¿t remember date. Probably the date I submitted the concern before patient interaction have sample.